Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that their insulin pump had a blank display screen. The patient's blood glucose level was 200 mg/d. The customer stated that there were no significant events that could have led to the issue. The customer was informed that (B)(6) aaa alkaline batteries are most effective. The customer was assisted with the issue but the black display was not resolved. The customer was assisted with the issue and was informed that the pump may need a new battery cap. The customer was informed that a new battery cap will be shipped to them. The customer was advised to call back if the new battery cap did not solve the issue.

Manufacturer narrative:
The insulin pump was monitored for 24 hours and no blank display was noted. All operating currents were within specification. The insulin pump passed the self test. No damage was noted to the isolation tape. The insulin pump was received with minor scratches on the display window.